Event description:
An optometrist reported a pt with diffuse lamellar keratitis (dlk) of the left eye lasik follow up visit. Additional info indicated the pt's topical steroid dosage was increased. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).